Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, the user reported elevated blood glucose (bg) readings of 329 mg/dl despite performing an infusion site change. The agent guided the user through bg calibration with the dexcom g7 continuous glucose monitoring (cgm). When bg remained high at 335 mg/dl, the user and spouse declined the recommendation for a full supply change, choosing instead to administer a manual insulin injection and disconnected from the pump. The highest blood glucose (bg) recorded was 329 mg/dl. Bg was corrected through an infusion site change and manual injection. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.